Event description:
Using the abbott freestyle libre 14-day sensor, I had a severe contact dermatitis reaction (blistering, swelling) within hours of placement of the sensor. I used the previous 10-day sensor for months without issue, so I suspect that there is a new glue being used in the sensor. FDA safety report ID# (B)(4).